Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose level during the incident was 510 mg/dl. The customer¿s current blood glucose level was 515 mg/dl. They treated with a bolus from the insulin pump. The customer stated they felt sick. Troubleshooting was performed. The insulin pump failed the basic occlusion test twice. The device will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.